Event description:
It was reported that the customer did not see drops of insulin at the end of the tubing during the fill tubing step, despite using the fill rod for air bubbles and room temperature insulin. The customer had issues with cartridges from a certain lot and experienced problems while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, the customer was instructed to disconnect at the t: lock and fill tubing, return the problematic pump, and use mdi as a backup therapy. A replacement pump was sent, and the customer was guided to program settings into the new pump and connect their cgm.